Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test: earth lc normal measurement (B)(4) microamps, earth lc single fault normal measurement (B)(4) microamps, earth lc single fault reverse measurement (B)(4) microamps. External/internal inspection was performed and failed due to fluid intrusion. The technician checked for infinite resistance reading from ground to each alternating current (ac) input terminal and the readings were not infinite, however returned to their proper infinite value when the pump assembly was disconnected. Evaluation was terminated due to fluid intrusion and no test article could be used due to possible contamination of equipment. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly which caused the fuses to blow and prevented the pump assembly from activating resulting in the earth leakage. The assignable cause for the rite failure of earth leakage was determined to be a malfunctioning pump assembly due to fluid intrusion. Device was sent to servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc normal measurement (B)(4) microamps, earth lc single fault normal measurement (B)(4) microamps, earth lc single fault reverse measurement (B)(4) microamps. Rite test failure, no patient involved.